Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced loosening secondary to an infection in the left shoulder. As a result, approximately 2 months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. Attempts have been made and no further information has been provided. This is report 2 of 2 for this event/patient.

Manufacturer narrative:
D10: unknown competitor's stem, 320-15-02 - rs glenoid plate sup aug 10 deg; sn# (B)(6), 320-08-42 glenosphere exp 42mm +4mm offset; sn# (B)(6), 320-15-05 eq rev locking screw: sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x30mm; sn# (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm; sn# (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm; sn# (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm; sn# (B)(6), 321-52-07 - 3.2mm drill bit sterile; sn# (B)(6) . The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.